Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when the surgeon went to fire the device a clicking/popping noise was heard on the first stroke of the firing sequence. The firing sequence was completed. There was a higher force to fire. After the firing, the device was removed and it was noted that the staples on the inside were formed correctly the outside were "u" shaped. They were in the tissue but not completely formed. The procedure was completed without impact to the patient.